Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump. The patient's blood glucose level was at 142 mg/dl. The customer stated that there was a crack on the screen and the keypad is worn out but nothing indicating the cause of the battery put alarm. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer declined to receive a back up insulin pump. After trouble shooting the customer found that there was a low battery alert that the customer did not see before the call. No further information was provided.